Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter would not power on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (at 7pm). The csr noted the patient manages his diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the alleged meter issue. Thirty minutes later, the patient claimed he developed symptoms of sweating and dizziness. According to the csr's documentation, at approximately 8:30am, the emergency medical services arrived, that patient's blood glucose was tested with the ems's meter (result unknown), and the patient was administered a glucagon injection by the health care professional. (Hcp) at the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner¿s booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly was treated for hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.